Event description:
The pt underwent a mastectomy procedure in 9/2002. A reservoir was connected to two 7mm flat drains. The skin at the drain insertion site was noted to be red and the site had become infected. The pt developed a fever. The reservoir was exchanged for a new one. The drain was flushed with iodine. The subcutaneous tissue was disinfected. Two days after the reservoir was exchanged the pt still had a fever. In 10/2002 the drains were removed. The pt's fever did not decline until 3 days later.